Event description:
Patient was having a thoracostomy with lung biopsy. The universal handle was being used to place autosutures (staples). The handle (stapler) was used for several other loads, but on this reload it did not fire. It appeared that one side deployed a staple, but the other side did not complete the firing. The lung tissue was torn in the process, but it did not affect the patient outcome or require a different procedure. Manufacturer response for stapler, reload, surgical, endo gia, tri-staple (per site reporter): no response yet. We do not have packaging, but do have a sticker with the product reference number and lot number on it.